Event description:
The customer contact reported that while operating on battery power, the device intermittently powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt reported the device intermittently powered off without sounding an audible alarm tone. The customer contact reported the pt was able to power the device back on and completed the delivery. The device was removed from clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device powered off without sounding an audible alarm. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.